Event description:
On the (B)(6) 2013, endoscopic bile duct stone extraction was performed and the stent was placed to aid smooth drainage after the procedure since there were some remaining stones. The complaint stent was originally scheduled to be replaced with another stent as "periodic replacement". On the (B)(6) 2014, when the physician attempted to remove the stent as planned, he noticed that the stent had migrated downwards and the bile duct side of the stent had perforated the papilla. As planned, the stent was removed and another manufacturer's stent was placed. There was no particular treatment conducted for the perforation. The patient has a favourable outcome.

Manufacturer narrative:
The lot number was not provided, therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The device was not returned for evaluation. As the device was not returned, we are unable to conclusively determine the cause of this complaint. With the information provided a document based investigation was carried out. The complaint was confirmed based on the customer testimony and the images received. The additional information received confirmed the migration and perforation was only noted during the planned removal and planned replacement of the stent. As per instructions for use, potential complications include perforation and stent migration. As per information provided, the patient has a favourable outcome. Prior to distribution, all oats devices are subjected to visual inspections and functional checks to ensure device integrity. A review of the manufacturing records for this oats device could not be carried out as the lot number was not provided. As per the instructions for use, potential complications "associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Additional complications associated with biliary tract or duodenum, obstruction of the pancreatic duct, stent migration" no corrective action is warranted at this time. From the information provided the patient has a favourable outcome. The overall risk has been determined to be moderate. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.